Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted for side effects of otologic surgery, namely headache and pain at the implant site. Additionally, according to the device explantation report form the coupler was completely dislocated from the stapes. The fmt was completely ingrained in the cartilage and stuck to it. This is a final report.

Event description:
The user reported some pain near the device and headaches since 2018 and hasn't been using the device since then. She no longer wants the implant and has requested for it to be removed. The user was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported some pain near the device since 2018 and hasn't been using the device since then. She no longer wants the implant and has requested for it to be removed. The user was explanted.